Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device's display blanked out and it was unable to discharge via the internal handles. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction

Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported problem of display blanks out was not confirmed. The device was subjected to troubleshooting which included bench handling and functional stress testing without duplicating reported malfunction. An internal inspection of display related cable connections did not find any discrepancies. The reported problem of unable to discharge via internal handles was not verified. The device was put through extensive testing which included bench handling and paddle discharge without any discrepancies. The paddles and multifunction cable used at the time of reported event were not returned for evaluation. Review of device's history logs does not indicate any evidence to support the reported event. Therefore, our investigation for this reported malfunction was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.